Manufacturer narrative:
Analyze: (B)(6) reviewed the open call for (B)(4): case #(B)(4)- centration was superior with good suction applanation. No movement noted throughout treatment. Scans reviled lens shift due to zonular loss. Scans #00, 01, 06, and 08 found posterior surfaces. 3-d reconstruction also showed lens shift. Treatment was performed with no issues. Laser functioned as designed. Root cause: patient anatomy due to zonular loss contributed to the software not identifying all posterior surfaces. Significant scans were obtained for full thickness treatment of the lens.

Event description:
On (B)(6) 2022, while onsite with dr. (B)(6), (B)(6) noticed that during scanning on procedure#(B)(4), several of the scans had missing sections of posterior capsule as well as lens tilt. Dr. (B)(6) elected to proceed with laser in which capsulotomy, fragmentation & arcuate incision were completed without any issues. While in the or dr. (B)(6) noticed that the patient had a large amount of zonular loss which was not known prior to surgery. He was able to place the pciol into position with assistance of a capsule tension ring and plans to refer patient to colleague for his 2nd eye.patient who does have a hx of prior lasik but no known hx of trauma. Dr. (B)(6) does not believe laser is at fault.